Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, a skin reaction was reported. The reaction consisted of a rash with redness, inflammation, and blisters under the entire sensor patch adhesive. The patient had itching and burning sensations in the area. It occurred 8 days after sensor insertion in the abdomen. The patient drove to the ER and was treated with oral medication (hydroxyzine 25 mg, benadryl 50 mg), and topical medication (triamcinolone cream). She remained at the ER less than 24 hours and was discharged. The patient was in good condition at the time of report. No additional event or patient information is available.